Event description:
A "trauma head" scan was performed on pt following an auto accient. The scan was performed with the pt on a backboard with head and neck constrained. Since the pt was on a backboard, the full field mode was utilized. Films of the scan show that the head was not centered in the field of view. Pt was diagnosed with indications of a subdural hematoma on the pt's right brain. The pt was transferred for immediate surgery which revealed a normal brain without evidence of the subdural hematoma.

Manufacturer narrative:
6. Event caused by improper scanning techniques. 7. Clinical update letters that define correct technique has been sent to the installed base by certified mail. These instruction reinforce info that is in the operator's manual. Co has completed the investigation into the subject incident report. It has been determined that the cause of the incident was the known possibility of what is called a "halo" artifact that could result from poor pt positioning technique in certain trauma instances. A clincial update letter had been sent to the customer prior to the incident, to alert their personnel to the need for proper pt positioning when the pt is supported by a backboard or other immobilization devices. The customer stated that they never received the clinical update letter and this is deemed to be the root cause of the incident. The clinical update letter has been re-issued via certified mail so that a record can be maintained of recipients for future reference. There was no malfunction or error found with the equipment and therefore, this investigation is concluded.